Event description:
Information received by medtronic indicated that the insulin pump had a cracked screen. The insulin pump was exposed to moisture. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with constant critical pump error (open book) and unsuccessful to download to crest and thus. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage at the pcb 1 and pcb 2. Also moisture damage found at the motor assembly noted. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the critical pump error occurred during testing. Original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error occurred during testing. In conclusion, constant critical pump error (open book) and unsuccessful to download to crest and thus due to moisture damage on the electronic assembly. Pump received with pillowing keypad overlay and minor scratched lcd window. Test reservoir lock properly inside the reservoir tube. (B)(4).